Manufacturer narrative:
Maquet determined that the device failed to meet its specifications due to excessive mechanical effort that stressed the handle support ring during use, which was found to be most probable cause for this event. Additionally the device was directly involved with the reported incident however was not being used for treatment or diagnosis of the patient when the event occurred. The volista user manual instructs to check the light head for any damage on a daily basis prior to use. Maquet service repaired the device and returned it to service.

Event description:
The focus handle of a surgical light was found broken, and the attached cables were twisted. The incident occurred after surgery, and no patient was involved. No injuries were reported. (B)(4).